Manufacturer narrative:
Updated field: h3. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion at the forceps channel port. Based on the results of the investigation, it is likely the following led to the malfunction: degradation. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope had rust on the working channel and sealing channel. The issue occurred during reprocessing. There were no reports of patient harm.